Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of a giant aneurysm, "the head could not open." The doctor withdrew the device and microcatheter and a new device was used to complete the procedure successfully. No patient injury was reported and patient is stable.

Manufacturer narrative:
The device was returned for analysis. As received, the device was found fully opened with damaged braid at both ends. Based on the device analysis the clinical observation could not be confirmed as the device was found to be fully open. In addition, the cause for the damage braid could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.